Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, which was treated with a bolus delivery. Customer reported of receiving a no delivery alarm but was resolved with a complete set change. Troubleshooting was performed on insulin pump but customer continued to have high blood glucose. Customer was advised that insulin pump would be replaced..

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.